Manufacturer narrative:
Date of the event: (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. A sudden return of tremors was reported. The hcp was not with the patient at the time of the call to further troubleshoot. The hcp indicated that they were a patient and was familiar with the device. Caller confirmed that stimulation was on, amp was showed at 1.30. Caller was redirected to follow up with the health care professional (hcp) to have the ins interrogated. It was reported that tremors come and go depending on when patient takes medication. No further patient complications were reported/ anticipated as a result of this event.